Manufacturer narrative:
Initial reporter phone:(B)(6). Gma/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives of the flub test have skyrocketed. The following information was provided by the initial reporter: the client calls because the false positives of the flub test have skyrocketed. The curves are ugly.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives of the flub test have skyrocketed. The following information was provided by the initial reporter: the client calls because the false positives of the flub test have skyrocketed. The curves are ugly.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for flub. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts and reader renormalization to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. No new risks, trends, or hazards were identified as part of this complaint. No parts were returned or replaced as a part of this complaint, however log and database files were reviewed. No additional false result complaints have been received since this service fix. H3 other text : see h.10.